Event description:
The customer reported the system has intermittent errors. Each error will not let system fluoro and needs to be re-booted for system to start work again. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The customer declined repairs and canceled the service call.